Event description:
Report from co-worker indicates md called with complaint of 'streak above catheter with effluent leakage'. Pt history of reaction with silicone catheter in past, same reaction with teflon catheter. Further info from md reveals he feels the pt was having a mast cell reaction to the antibiotics. Antihistimines were given with good recovery.